Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that the patient went to the clinic and found out that they have peritonitis and need to use manual solution to add medicine. Upon follow up, the pdrn reported the patient presented to the outpatient dialysis clinic on 10/may/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1530 mm3, polymorphs = 73%) was collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg and ip ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive on 15/may/2023 for serratia marcescens, and the patient¿s vancomycin was discontinued. The patient was also prescribed a topical antibiotic (nystatin) to utilize while recovering. The pdrn attributed causality to the patient¿s daily use of ¿bar¿ soap instead of the prescribed liquid soap, in addition to reusing a face cloth for multiple showers. The patient and spouse were reeducated, and the patient is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler as before.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn attributed causality to the patient¿s utilization of bar soap vs. Liquid soap. Additionally, the patient is reusing face cloths for multiple showers. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Gram-negative serratia marcescens is commonly found in water and soil. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that the patient went to the clinic and found out that they have peritonitis and need to use manual solution to add medicine. Upon follow up, the pdrn reported the patient presented to the outpatient dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1530 mm3, polymorphs = 73%) was collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg and ip ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for serratia marcescens, and the patient¿s vancomycin was discontinued. The patient was also prescribed a topical antibiotic (nystatin) to utilize while recovering. The pdrn attributed causality to the patient¿s daily use of ¿bar¿ soap instead of the prescribed liquid soap, in addition to reusing a face cloth for multiple showers. The patient and spouse were reeducated, and the patient is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler as before.